Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The stm adjusted the switch but this did not correct the error. The stm replaced solenoid driver board this resolved the issue. The stm performed pm with all calibration, functional and safety tests on iabp. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during routine preventative maintenance (pm) performed by a getinge service territory manager (stm), the solenoid driver board failure due to blood back sensor voltage out of range on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement; thus no adverse event was reported.